Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint of ¿broken/loose cable¿. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken distal pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Common causes of the failure mode broken - distal instrument pitch cables are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. A review of the instrument log for the permanent cautery hook instrument associated with this event has been performed. Per this review of the logs, the permanent cautery hook instrument was last used on (B)(6) 2022 via system sk3471. The instrument was on its last use. A review of the procedure log showed this myomectomy surgical procedure was performed on (B)(6) 2022 via system sk3471. This complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery hook instrument had broken cables. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, but no further details could be provided.